Event description:
A us distributor reported that a battery charger would not charge a battery.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was corrosion on the battery board pca. The root cause for the corrosion was ingress of an unknown liquid. There was no adverse event that resulted from the damaged charger.